Event description:
Customer reported unregulated flow; stated a bicarb infusion was programmed to run at 100 ml/hr but delivered 900 ml within 3 hours. "No negative patient effect was reported. The device was evaluated in clinical engineering and unregulated flow was replicated. The device was opened because the upper occluder would not move. Stated he did not see any dried fluid or any object interfering with the occluder. Stated the membrane contained small puncture holes near the upper occluder. No medical intervention was required. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.